Event description:
It was reported that pump powered on, charged, and was recognized by computer, but button flashed red, and the screen remained black and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor provided replacement pump with a different serial number, with no additional information received regarding any further actions or outcome.